Event description:
The initial reporter received questionable calcium (ca2) assay results from two patient samples tested on the cobas pro c 503 analytical unit. Sample ID- (B)(6) the initial result was 10.5 mg/dl. The repeat result was 18.0 mg/dl with a data flag. Sample ID- (B)(6). The initial result was 10.7 mg/dl. The repeat result was 18.0 mg/dl with a data flag. The initial results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The customer stated that they have a problem with the water system. The field service engineer (fse) inspected the module and noted that the sample probe needed to be replaced. The customer replaced the sample probe and confirmed that the calcium results were correct. The investigation is ongoing.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.